Event description:
The device was returned due to the lens being damaged, the case being misaligned near the cassette latch lever, the air-in-line sensor was damaged, and a software update was needed. The results of the investigation found that the device's downstream occlusion (dso) seal was lifting. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a lifting downstream occlusion (dso) seal. The air sensor was also confirmed to be damaged. The dso seal and air sensor were replaced to fix the issue.